Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A force sensor test error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contamination and corrosion on the whole plunger assembly to be the root cause. The whole plunger assembly, plunger tube and plunger cable were replaced. The device was cleaned and greased. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was unable to calibrate MFR. The fault occurred during testing. There was no patient involvement.